Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a mildly thickened anterior leaflet. A mitraclip ntw was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip ntw was inserted and advanced to the valve. However, it was observed that the tip of the clip arm became caught on the chordae tendinea, the leaflets could not be properly grasped. Troubleshooting was performed, and the clip was able to be removed from chordae. However, a hole was confirmed in the posterior leaflet. Therefore, the clip was removed and replaced. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.